Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2532 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endosalpingiosis, parakeratosis and endocervical squamous metaplasia on (B)(6) 2022, dysmenorrhea and menorrhagia on (B)(6) 2022, pelvic discomfort on (B)(6) 2021, vaginal delivery in 2016 and obesity, parity 3 and multi gravida. Previously administered products included: depo provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2532 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Right tube had 3 coils showing. Left tube had 4 colts showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.078 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis: uterus and fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: cervix: mild chronic endo cervicitis; squamous metaplasia; tubal metaplasia; mild parakeratosis; no hpv effect, dysplasia, or carcinoma identified. Endometrium: mixed early secretory and proliferative phase; tubal metaplasia; no hyperplasia or carcinoma identified. Myometrium: myometrium, no pathologic alteration. Serosa: serosa, no pathologic alteration. Fallopian tubes, right and left: endosalpingiosis with focal dystrophic calcifications adjacent to lumen of left fallopian tube. Bilateral metallic coil within lumen of each fallopian tube (clinical s/p essure implants). Clinical information pre-operative diagnosis: severe dysmenorrhea. Post-operative diagnosis: no information provided. Specimen source a uterus, cervix, and bilateral fallopian tubes gross description: the left fallopian tube measures 7.5 x 1.2 x 0.7 cm. The serosal surface is purple-pink, smooth, and glistening. The fimbriated end is markedly congested. On cross-sectioning, a pinpoint lumen is identified, filled with blood. A metallic coil is also identified in the lumen. The right fallopian tube measures 7.5 x 1.0 x 1.0 cm. The serosal surface is purple-pink, smooth, and glistening. The fimbriated end is markedly congested. On cross-section, a pinpoint lumen is identified, filled with blood. A metallic coil is also identified in the lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: reporter and patient information,medical history,lab data,indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2532 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.